Manufacturer narrative:
(B)(4). Device evaluated by MFR: the specimen also presents numerous bends/kinks of varying severity scattered over the remainder of the wire shaft, and extensive deposits of dried biomaterial on and within the coil. The distal present unidentified light colored deposits on the solder joint and on the coil wraps. There appears to be a core wire fracture within the coil region when subjected to non-destructive testing of the joints. After obtaining permission to dissect, the specimen was dissected by stretching the distal 2cm to reveal the core wire fracture located 1.24cm from the distal tip in the flattened distal region of the core wire. Examination of the fracture reveals extensive pitting, masking the fracture mechanism. After conducting an initial sem analysis, the specimen was subjected to an additional sem analysis with eds at an outside laboratory to identify any residuals that may be present in the fracture region. Both aspects of the fracture present evidence of the minerals/salts normally present in blood. No other damage or inconsistencies are noted to the specimen. The proximal coil to core solder joint appears to be correct and intact by visual examination and by non-destructive testing. The specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the guidewire kinked. The 99% stenosed target lesion was located in the non calcified and severely tortuous shunt vessel. While inserting the 130cm/short taper/straight thruway guidewire into the patient, the physician noted that the guidewire was kinked. The guidewire was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. However returned analysis revealed the core wire had been fractured.